Manufacturer narrative:
Post-operative fractures may be multifactorial and can depend on patient bone quality and physical activity. Based on the reported narrative, this was an active patient. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "the patient must be informed that the same demands cannot be made of artificial joints as of real ones."

Event description:
Post-operative periprosthetic femoral fracture, reported information states that the individual was an active patient.